Event description:
Pt under going laparoscopic appendectomy. Pt strapped across thigh area. During procedure, table placed in trendelenburg with left side down to allow for visualization. The pt slid from the table. The slide was controlled by o.r. Staff and pt did not dislodge endo tube or ivs. No apparent injury. Pt moved to another table. Steris rep came in 8/2003 to evaluate table.